Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation determined there was no interference between oxycodone and the elecsys cortisol ii assay.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys cortisol ii results and suspected interference due to oxycodone. The patient had corticotropic insufficiency, was hospitalized, and was treated with hydrocortisone (hc) and oxycodone. The cortisol result (12h) was 122 nmol/l following intake of 15 mg of hydrocortisone (hc) at 8:44. The endocrinologist did not believe the result matched the clinical picture for the patient and asked for testing by hplc/sm. The result was 42 nmol/l. The cortisol result (16h) was 124 nmol/l from the cobas 8000 e 602 module and 128 nmol/l by hplc. The customer determined if 15 mg of oxycodone is taken at 8:30 am, its maximum peak would be reached in 3 hours which corresponds to the (12h) testing and the half-life elimination of the compound is approximately 4 hours, which corresponds to the (16h) testing. As the patient also had a cortisol result of 342 nmol/l which was assessed by the customer to not be too high, an intestinal malabsorption or accelerated metabolism was assumed for the patient. The date and time of this testing was requested but was not provided. Information concerning if the patient was adversely affected was requested but this information was unknown. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module serial number (B)(4)..